Manufacturer narrative:
Several attempts were made to find resolution for this issue with the account without success. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account stated the head hi/low is drifting.